Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose was 27 mmol/l. Customer stated that the bubbles are about the size of champagne bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer was asked to deliver a 5.0 unit fixed prime until the air bubbles are no longer visible. Customer stated that the insulin was stored at room temperature. Customer stated that there weren't any leaks. Customer was advised to change the infusion set. Customer stated that air bubbles did not persist after the set change. Customer was advised to monitor the pump.